Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a damaged desktop charger cord and connector pin is loose. The recharger is not charging up. Caller said that saw a plug on the screen however now thing is coming on the screen and that is when patient noticed the black cord with the arrow is loose and wobbly when placed into the recharger. A replacement request was sent to repair to replace the desktop charger. The patient called back to report that they received a replacement dtc, but the recharger still was not powering on. The patient confirmed the dtc was not wobbly when it was connected to the recharger. The patient confirmed the power indicator led on the ac power supply was lit green. The patient plugged the dtc into multiple outlets but the recharger still would not charge or power on. The issue was not resolved. Agent re-opened the case and assigned to self to send an email to the field to notify them of the patient needing to be transitioned to the wireless recharger.